Event description:
It is reported that bone cement was implanted with a total knee in 2001. Debonding of prostheses had occurred. Bone cement had a granulated look. Lack of fixation of the cement to the prostheses and the cement to the bone.